Event description:
It was reported that upon deployment of a vena cava filter, the legs and arms became crossed and could not fully expand. The filter was retrieved and exchanged for another filter that was successfully deployed. No reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.